Event description:
It was reported that the patient presented to the hospital for a leadless pacemaker implant procedure. The indication for the procedure was because transvenous pacemaker system exhibited noise on right ventricular (rv) epicardial lead. During the procedure, the rv epicardial lead could not be removed. The physician opted to retry the removal once the pacemaker runs out of battery within the year. The patient¿s condition was stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".